Event description:
It was reported that there was a leak from a patient line extension set. This occurred during unknown process step of automated peritoneal dialysis therapy. The patient was connected during the time of the event. During troubleshooting, renal technical service assisted the home patient to end the therapy session and start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.